Manufacturer narrative:
Citation: abdel-wahab m et al. Basilica for a degenerated self-expanding transcatheter heart valve: structural considerations for supra-annular prosthetic leaflets. Jacc cardiovasc interv. 2020 mar 23;13(6):778-781. Doi: 10.1016/j.jcin.2019.10.008. Epub 2020 feb 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a male patient who underwent transcatheter aortic valve replacement (tavr) with a 29 mm medtronic corevalve transcatheter bioprosthetic valve (serial number not provided) for severe aortic stenosis. Seven years later (at (B)(6) years of age), the patient presented with structural valve deterioration due to stenosis and moderate aortic regurgitation was observed on aortography. Consequently, redo tavr was performed. During the procedure, an electrosurgical generator system was used to lacerate the corevalve¿s left coronary leaflet to prevent coronary obstruction and facilitate coronary access when the new transcatheter valve was implanted inside the degenerated corevalve. Following laceration, the left coronary leaflet was retrieved from the patient¿s left ventricle with a snare. Immediately afterward, a 26 mm non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects or product performance issues were reported.